Event description:
Pt with a medical history of osteoarthritis and no previous synvisc treatment, who experienced right knee swelling and difficulty walking. Pt began a treatment with synvisc in february 2005. The pt received a series of three injections of synvisc into the right knee in february 2005 (last injection in 2005). Pt reported that the knee was a"little bigger" before the third injection in 2005. 24 hours after the third injection, the right knee became "quite a bit" swollen and the pt experienced difficulty walking. Pt received a "cortisone" injection in the right knee at the same time as synvisc in 2005. The pt's physician decided not to remove the fluid from the knee because the pt was concerned that pt would "loose" the last synvisc dose received. At the time of this report, the pt's outcome was unknown.